Manufacturer narrative:
Initial 3 of 7Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced seven events in which infusion set cannula was kinked which led to hyperglycemia (b)(6) 2026. This event was managed with correction injection via multiple daily injection (MDI).